Event description:
Patient was admitted to hospital due to malfunction of an infusaport vascular access device. Device was removed surgically. Chest x-ray revealed a fragment of the cath in the pulmonary outflow tract. Patient was taken to cardiac cath lab where a portion (approximately 3 inch) of cath tubing wasa removed from the left pulmonary artery. Infusaport was not originally placed at this facility. Implant facility and date of implant unknown at this timedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, tubing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.